Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 2mm x 20mm x 142cm coyote es balloon catheter was advance for dilation. However, during first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was removed and balloon pinhole was noticed. The procedure was completed with a different device. No patient complications were reported and the patient condition was good.